Event description:
It was reported that this inflatable penile prosthesis (ipp) could no longer be used due to fluid loss in the right distal cylinder, caused by a break in the outer layer. A surgical procedure was performed in which the device was removed and replaced. There were no patient complications reported.

Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.